Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the corrosion at the image guide mount, the image guide cover, and the image guide holder, the cause was due to water leakage. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that corrosion was found at the image guide mount, the image guide cover, and the image guide holder. There was no patient involvement.